Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample and the extension tubing markings were completely worn. A partially circumferential split was observed just distal of the molded joint. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement and maintenance techniques likely contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that a PICC had to be removed due to a ¿crack in it¿. 3/10/2021-additional info: ¿line type ¿ single, double etc. Single. ¿split point (where on PICC) & date split was noticed at purple wing on 03/03/21. ¿dressing & securement device used securacath. ¿external length at placement & length at removal 3cms. ¿length of line length 49cms ¿left or right sided placement. Right. ¿any adverse impact on patient or staff no. ¿condition of PICC on removal ¿ anything else noted intact, nil of note.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1699 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC had to be removed due to a ¿crack in it¿. On 3/10/2021-additional info: line type ¿ single, double etc. Single. Split point (where on PICC) & date split was noticed. At purple wing on (B)(6) 2021. Dressing & securement device used. Securacath. External length at placement & length at removal. 3cms. Length of line. Length 49cms. Left or right sided placement. Right. Any adverse impact on patient or staff. No. Condition of PICC on removal ¿ anything else noted. Intact, nil of note.